Manufacturer narrative:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. The patient was seen in clinic for a non-device related reason. Measurements taken in office continued to be high. Boston scientific technical services (ts) discussed troubleshooting options. At this time, no further testing has been performed. No adverse patient effects were reported.

Event description:
Additional information received indicated that the patient was evaluated in the clinic. Initial shock impedance measurements obtained in-clinic continued to be high and out of range. However, subsequent shock impedance measurements obtained during commanded shocks and defibrillation threshold (dft) tests were within the normal range. Boston scientific technical services (ts) discussed that therapy was effective at this time but still provided options to further evaluate the system. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the cause of the high shock impedance measurement was not determined. The physician opted to reprogram the shock configuration from triad to rv coil to can. It was noted that this configuration demonstrated the best shock lead impedance during testing. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the patient received a shock for atrial fibrillation (af) with rapid ventricular response. Upon interrogation a code was displayed indicating the implantable cardioverter defibrillator (ICD) had shocked into an open circuit due to a high out of range shock impedance measurement. The field representative tested all vectors and received in range shock impedance measurements for all configurations. Boston scientific technical services (ts) was consulted and discussed possible reasons for high shock impedance measurements. Ts recommended a revision to replace the right ventricular (rv) lead. At this time the ICD and rv lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the patient presented to the emergency room after receiving five shocks while brushing his teeth. Upon interrogation the shocks due to atrial fibrillation (af) with rapid ventricular response. Continued high out of range shock impedance measurements were also noted. Boston scientific technical services (ts) was consulted and suggested further evaluation. There was concern over a possible rv lead fracture. At this time the rate cut off was increased and they will continue to monitor the patient. The ICD and rv lead remain in service and no adverse patient effects were reported.